Event description:
The MFR's rep reported that the patient was experiencing "terrible hallucinations days later" after the pump implant. The pump was filled with lioresal 500 mg/ml at a dose of 50 mcg/day, simple continuous.the patient was seeing "bugs crawling on walls".the rep reported that "the oral dose was abruptly stopped and was likely the cause patient's symptoms".the patient was treated with ativan,oral baclofen and dose increase via the pump. The patient is a home, 'doing very well"at a daily dose of 100 mcg.